Event description:
The customer reported that when the surgeon pulled the device out of the port, the clear insulation tore and fell into the pt cavity. The piece was retrieved and there was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.